Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted only color bar occurred on the monitor due to a faulty cable unit. The switches were not working due to a faulty charge coupled device unit and there were cut marks on switch 3 and the cable unit. The labels on the rear cover and packing were vanished. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head had no vision on the monitor. The issue was found during maintenance. There were no reports harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that since kink and leakage were observed, the phenomenon, ¿image is not displayed (color bar is displayed)¿, occurred due to the internal disconnection of the cable or faulty charge-coupled device (ccd) caused by water-tightness failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.